Event description:
Review of repair authorization /repair order log: (B)(4). "The uiq failed while treating patient - failed to output coag energy." "No output (cut, blend, or coag) after 3 minutes of operation." Reference e-complaint: (B)(4).

Manufacturer narrative:
Ref e-complaint: (B)(4). *investigation: x-review DHR, x-inspect returned samples. *analysis and findings: a review of the 2 yr complaint history reveals similar issues. A review of the DHR reveals no anomalies. Service & repair confirmed intermittent function of the device. It is possible the intermittent function may have been related to loose nuts on the hand piece connection. However, the unit's main board had been determined to be faulty and replaced. The notes on the log indicates there was no failure code and no output. The complaint condition is considered confirmed. Additional information on the root cause is not available for this unit as the original board has been discarded. Correction and/or corrective action: the unit was fitted with a new board, tested to specifications, and returned to the customer under warranty. An engineering project, # ewr-342, has been assigned to investigate this particular failure mode. Complaints will be monitored for similar complaint descriptions to provide csi engineering with a representative unit. Was the complaint confirmed? Yes. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint will be returned by the customer and evaluated. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Review of repair authorization /repair order log (B)(4). "The uiq failed while treating patient - failed to output coag energy" "no output (cut, blend, or coag) after 3 minutes of operation." (B)(4).